Event description:
The lay user/patient contacted lifescan in 2008, and alleged that her one touch ultra meter (serial number not provided) had segments missing on the display. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the alleged issue first occurred one month prior. She also mentioned that after the issue began, she experienced being sweaty, cold, and disoriented. The following month, at 3:50 pm, the patient was tested on the doctor/clinic's meter with a result of approximately 90 mg/dl (specific result not provided). However, he reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. It was verified during troubleshooting that this was not a new product. This complaint is being reported because the patient claimed that she experienced symptoms suggestive of hypoglycemia after the reported issue began. It is unclear if the patient was experiencing those symptoms when she was tested on the doctor/clinic's meter. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Gender female. Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.